Event description:
During routine testing, it was reported the keyboard keys were malfunctioning and the control panel was unavailable. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The keyboard controller pcb was replaced. All safety and functional tests were passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
During routine testing, it was reported the keyboard keys were malfunctioning and the control panel was unavailable. There was no patient involved and no adverse event was reported.